Event description:
The hcp reported "erosion". Hcp was to access the side port. It was later reported that the pump was exposed and infected. The pump and catheter were explanted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.